Manufacturer narrative:
E1: (B)(6). The device was not returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation a root cause could not be identified. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope displayed no image. The event occurred during inspection for use. There were no reports of patient involvement.